Manufacturer narrative:
The following fields have been update with corrected information: b.1 adverse type: reported issue is both an adverse event and product problem b.1 event attributed to: required intervention b.5. Describe event or problem: it was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a post use needle stick injury's and saftey shield failure. Information regarding intervention was not reported. The following information was provided by the initial reporter:: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details phlebotomist stuck her thumb with sm 368607_228070 safety device fell off the following fields have been updated with additional information: d.4. Medical device lot #: 2280701. D.4. Medical device expiration date: 30-sep-2027. H.4. Device manufacture date: 07-oct-2022. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a post use needle stick injury's and saftey shield failure. Information regarding intervention was not reported. The following information was provided by the initial reporter:: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details phlebotomist stuck her thumb with sm 368607_228070 safety device fell off.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a post use needle stick injury's and safety shield failure. The following information was provided by the initial reporter:: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details phlebotomist stuck her thumb with sm 368607_228070 safety device fell off.